Manufacturer narrative:
Mayfield infinity skull clamp (a1114a) was returned for evaluation. Unit was found to have rotational and lateral movement in the locking mechanism. The device is beyond integra¿s 7 years recommended life cycle (manufactured in 2006). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114a) was used in an unspecified procedure and there was movement. The locking mechanism has play. It is unknown if there was patient injury or if the device failure led to surgical delay.